Event description:
Customer states they are seeing sporadic, what appear to be inaccurate, anti-xa results using stago star max, that do not appear to be related to the measurement of the analyte. (Instrument matches with peer measurement.). Customer states that they have also seemed to rule out pre-analytical variables of specimen handling and centrifugation. Customer asked if the raw material vendors for the anticoagulant in the tubes has changed since (B)(6) 2021 and was informed that no changes in raw materials have occurred. When interviewing the customer, the following responses were received: both greiner and bd tubes are in use we have not isolated it to a specific lot number of tube. The only results that are currently in question are anti xa on anticoagulated patients. We have confirmed that filling is appropriate and if in question, recollected. While proper order of draw has been verbalized by collection staff, we cannot exclude with proof. Tubes centrifuged at the recommended 1500-2000g for 10 minutes as per greiner IFU. Given our limited tube availability sending tubes may not be feasible. As you can see by my answers, we are not acting as if this is related to the blood collection tubes. We are simply ruling them out and if you can verify that no raw materials have changed in the anticoagulant in the tube, the group would be satisfied at the time of the noticeable shift in the number of pharmacy interventions for heparin dosing (what is driving the investigation), there were many changes unrelated to laboratory that are far more likely to be contributory.

Manufacturer narrative:
Complaint statement (B)(4): received 2pcs. 454322/a21073ya, 4pcs. 454322/a210837d, 6pcs. 454322/a21064v5, and 5pcs. 454322/a21093bw for evaluation. We forwarded the complaint and customer samples to our affiliated headquarters in (B)(6) from which we receive this product. According to their investigation and comments, a review of production documents revealed no deviations in relation to the reported event. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, level mark, draw volume and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled and had the correct fill guide line position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. Therefore, the alleged product problem is not confirmed.